Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2054815. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported by the customer that 40 of the bd intima-ii y 20gax1.16in prn ec slm npvc. Had a white unidentified object at the tip and core wall. The following information was provided by the initial reporter, translated from chinese to english: the head nurse reported that when the nurse used the indwelling needle to ventilate, she found that it was not smooth. There was a white unidentified object in the needle tip that blocked the needle tip, and there was also an unidentified white substance on the needle core wall. After taking pictures, it was discarded.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 40 of the bd intima-ii y 20gax1.16in prn ec slm npvc. Had a white unidentified object at the tip and core wall. The following information was provided by the initial reporter, translated from chinese to english: the head nurse reported that when the nurse used the indwelling needle to ventilate, she found that it was not smooth. There was a white unidentified object in the needle tip that blocked the needle tip, and there was also an unidentified white substance on the needle core wall. After taking pictures, it was discarded.